Event description:
Plaintiff reports initial bilateral implantation on 1/14/81 with explant on 4/20/92. Plaintiff alleges various illnesses including, but not limited to, joint pain, fatigue and rupture.